Event description:
Customer reported that broken capsule occurred on 2 patients during surgery while using a solo irrigation/aspiration tip. No patient outcome reported.

Manufacturer narrative:
The device was not returned to abbott medical optics ((B)(4)) for inspection and analysis and the lot number of the product is unknown. Therefore, no investigation can be completed.